Manufacturer narrative:
The device and medical records have been received. The lot number was reported; therefore, a review of the device history records is being performed. The investigation is currently underway. Due to privacy laws in (B)(6), the customer will not provide any patient details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon burst at approximately 35atm while being used to post dilate a stent. There was no reported retraction difficulties. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the sample was returned used. The balloon size printed on the balloon hub of the catheter identified the returned sample as a 5mm x 2cm balloon. Fiber disturbance was noted near the distal tip. No other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house guidewire, and it passed with no issues. The inflation hub was then connected to a max30 inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting through the fibers, near the proximal cone. The balloon fibers were then stripped and a pinhole rupture was observed on the barrel of the balloon, near the distal tip. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a pinhole rupture on the distal cone of the balloon. The investigation is also confirmed for material frayed, as the balloon fibers were frayed at the location of the pinhole rupture. Per the reported event details, the balloon ruptured at 35atm during post-dilation of a stent. The rated burst pressure (rbp) for this balloon size is 30atm; therefore, the balloon was overpressurized. The root cause for this event is user-related. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the rival pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Conquest pta dilatation catheter brochure: the rbp (rated burst pressure) for cq7552 is 30atm. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Two pages of procedural notes were received on 09/01/2015 regarding an a-v stent graft procedure which was performed on (B)(6) 2015. Based on the procedural notes an a-v stenosis at the anastomosis of the venous side was the lesion that was stunted. The patient was given 5000 units of heparin prior to the start of the procedure. The procedure notes did not provide the arterial or venous vessel that was involved during the procedure. A 6 french sheath and a .035 bentson guide wire were used in a retrograde approach to the anastomosis. A cordis smart flex 4x20 and a 5x20 stent were deployed successfully at the anastomosis of the venous out flow. A bard pta conquest balloon 5x20 was used for post angioplasty stent deployment. The procedural notes noted that the pta conquest balloon burst at 35 atm; however, no additional event procedural information was provided about the pta balloon. Procedural notes indicate the procedure concluded with good blood flow, a purse string suture was used to close the access site. The catalog number and lot number of the balloon were provided; catalog # cq7552, lot # reyc0992. The procedural notes provide did not included the patient¿s age, weight, or gender. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.